Manufacturer narrative:
(B)(4). Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, broken belt clip slot and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Blood glucose value at the time of the admission was 600 mg/dl; treated with insulin drip. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime; insulin did exit the tubing. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Customer removed the infusion set and the cannula is not bent or occluded. Nothing further reported.